Event description:
It was reported that a motor stall with a "tube set" message occurred following an MRI. The stall recovered upon interrogation of the device about 4 weeks later. No patient symptoms were reported. No alarms were heard and no volume discrepancies were noted. The type of medication, concentration, and daily dose being administered via the pump were not reported; the manufacturer's device tracking system indicates it is morphine.

Manufacturer narrative:
.